Event description:
It was reported that during preparation for a ptca procedure, the stent was found with a flared strut. This device was never used on the patient, and the procedure was successfully completed with another of the same devices.

Manufacturer narrative:
Product analysis verified the stent damage as stated in the complaint. The delivery device with the stent on the balloon was received and stent damage was observed. Visual examination of the stent revealed a proximal stent strut was bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records for top assembly batch 8973818 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent damage could not be determined.